Event description:
It was reported that air was observed when using the faradrive steerable sheath clear. During insertion, air ingress was observed via valve during aspiration. Subsequently, the sheath was replaced. The procedure was completed and there were no patient complications. The sheath is expected to return for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.